Event description:
The customer reported that, during installation, the image on the subject device freezes when an endoscope is plugged in. The user is not activating the freeze function. There was no patient involvement as this occurred during installation.

Manufacturer narrative:
The subject device was sent to an olympus service center for evaluation. During inspection and testing, the frozen image was confirmed. A review of the device history record found no deviations that could have caused or contributed to the image freezing. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the frozen image was due to a printed circuit board failure. However, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device. In addition, service observed poor color and lines in the image due to a printed circuit board failure. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide the date of device return (d9).